Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor clot formation due to insufficient clot activator additive. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd received eleven (11) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for poor clot formation with the incident lot was not observed as all product specifications were met. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor clot formation. Bd was not able to identify a root cause for the indicated failure mode.